Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 14-mar-2016: essure health care provider pregnancy questionnaire was received. Information received from physician stated a (B)(6)-year-old female consumer who had previous use of ius/iud, had no other previous gynecological interventions, problems or procedures, had no other relevant medical history nor concurrent condition and had as previous pregnancies gravida 3 (discrepant information), para 3 and no spontaneous, elective or therapeutic abortion nor ectopic pregnancies; had essure inserted in (B)(6)-2009. Patient was 6 weeks postpartum at the time of insertion. According to health care professional, sounding, analgesia and paracervical block were applied during insertion. No general anesthesia or cervical dilatation was done. In addition, physician informed that visualization of tubal ostium as well as the insertion was easy. There was no fluid loss more than 1500 cc and the procedure did not take more than 20 minutes. No imaging tests were performed to confirm essure placement. As back-up contraception after essure insertion and before total occlusion confirmation consumer used depo-provera. No hysterosalpingogram test was performed. On unspecified date, pregnancy was confirmed by urine pregnancy test. Ultrasounds were also performed on (B)(6)-2011 (first pregnancy) and on (B)(6)-2014 (third pregnancy). Second pregnancy was ectopic. The expected date of delivery for the first and third pregnancy was respectively (B)(6)-2012 and (B)(6)-2015. Additionally, physician reported as pregnancies outcome the following: first pregnancy: elective abortion, second pregnancy: ectopic pregnancy, and third pregnancy: spontaneous vaginal delivery on (B)(6)-2015 at gestational age of 40 weeks (there were no complications during pregnancy or delivery). On (B)(6)-2015, essure was removed by laparoscopy (salpingectomy was done). Patient has recovered from removal procedure. Internal correction performed on 17-mar-2016 from information received on 14-mar-2016: following internal review, patient's previous pregnancies were amended to gravida 5, para 3, 1 elective abortion, no spontaneous or therapeutic abortion and 1 ectopic pregnancy. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted it was reported that she never had hsg (hysterosalpingogram) test done (treatment non compliance). She had a term pregnancy and delivery. Later, a salpingectomy was performed and essure was removed. All events, except treatment non compliance, are serious due to their medical importance and are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the patient did not perform the essure confirmation test and became pregnant with the insert. Moreover, no medical reason for salpingectomy procedure was provided, however this procedure resulted in essure removal. Considering the nature of the events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. According to follow up information, patient recovered.

Manufacturer narrative:
Follow-up received on 19-oct-2015: physician confirmed that patient did experience a positive pregnancy test in (B)(6) 2011, ectopic pregnancy in (B)(6) 2013 and a term pregnancy that she delivered in (B)(6) 2015. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted it was reported that she never had hsg (hysterosalpingogram) test done (treatment non compliance). She had a term pregnancy. A salpingectomy was performed and it was found one coil on one side and none on other side (interpreted as device dislocation) and essure was removed. All events, except treatment non compliance, are serious due to their medical importance and are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the patient did not perform the essure confirmation test and became pregnant with the insert. Moreover, no medical reason for salpingectomy procedure was provided, however this procedure resulted in essure removal. The exact date and mechanism of dislocation were not known. Considering the nature of the events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. Further information is being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 25-sep-2015. It describes the occurrence of pregnancy in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent contraception. The physician reported patient never had hsg (hysterosalpingogram) test done. She came into his office on (B)(6) 2011 for a pregnancy positive test. On (B)(6) 2015, the physician did a salpingectomy on patient and found one coil on one side and none on the other side; essure was removed. Follow-up information received on 29-sep-2015: the patient had a term pregnancy on 16-aug-2015 (date of pregnancy test previously reported is discrepant). The patient also had a previous ectopic pregnancy on (B)(6) 2013 ((B)(4)). Follow-up information received on 01-oct-2015. The patient's date of birth was updated. It was confirmed that patient never did a hsg at any time. It was reported that the information about she went to the office for a positive pregnancy test on (B)(6) 2011 was incorrect. She had an ectopic pregnancy on (B)(6) 2013 ((B)(4)) and a term pregnancy on (B)(6) 2015. Reporter said that he did not know if patient had a baby on (B)(6) 2015 (pregnancy outcome was changed to unknown). Follow-up information received on 12-oct-2015 - ptc investigation result provided: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. Follow up 09-oct-2015: the doctor mentioned that was looking for the data of this patient. No new information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted it was reported that she never had hsg (hysterosalpingogram) test done (treatment non compliance). She had a term pregnancy. A salpingectomy was performed and it was found one coil on one side and none on other side (interpreted as device dislocation) and essure was removed. All events, except treatment non compliance, are serious due to their medical importance and are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the patient did not perform the essure confirmation test and became pregnant with the insert. Moreover, no medical reason for salpingectomy procedure was provided, however this procedure resulted in essure removal. The exact date and mechanism of dislocation were not known. Considering the nature of the events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. Further information is being sought.

Manufacturer narrative:
Follow-up from 19-jan-2016: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Pregnancy questionnaire received on 27-jan-2016 new reporter was added. Patient's age was updated ((B)(6)). Her weight was 76kg and her height was (B)(6) (bmi (B)(6)). Her medical history included gravida 6, para 3, 1 abortion, one elective abortion and an ectopic pregnancy treated with methotrexate. Previous gynecological interventions and problems were denied. On (B)(6) 2014, ultrasound was done and showed a pregnancy of 6 weeks and 2 days. Her last menstrual period was on (B)(6) 2014. Her expected date of deliver was (B)(6) 2015. As complication, physician stated advanced maternal age. On (B)(6) 2015 she had live birth at term ((B)(6)) by vaginal delivery. The baby's weight was (B)(6) and height was (B)(6). The apgar was 8 and 9 complications during and/or delivery were denied. On (B)(6) 2015 essure was removed by laparoscopy; salpingectomy was done. During surgery, both devices were in correct location (event found one coil on one side and none on other side was deleted). Patient recovered from essure removal procedure. Patient was doing well. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted it was reported that she never had hsg (hysterosalpingogram) test done (treatment non compliance). She had a term pregnancy and delivery. Later, a salpingectomy was performed and essure was removed. All events, except treatment non compliance, are serious due to their medical importance and are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the patient did not perform the essure confirmation test and became pregnant with the insert. Moreover, no medical reason for salpingectomy procedure was provided, however this procedure resulted in essure removal. Considering the nature of the events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect.